Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon interrogation, it was noted that the atrial lead was exhibiting noise oversensing causing inappropriate automatic mode switch - ams. The lead was capped (B)(6) 2020 and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon interrogation, it was noted that the atrial lead was exhibiting noise oversensing causing inappropriate automatic mode switch - ams. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.